Manufacturer narrative:
A complete analysis and testing of 1 opened and used enlite sensor showed that it was functioning properly and passed all functional testing. However, found the sensor cannula to be bent; unable to confirm if the customer received the sensor in said condition due to the sensor was returned opened and used.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that she has been experiencing issues with the sensor. The customer stated that she received calibration errors, change sensor alerts and weak signal. Blood glucose value was 97 mg/dl. The customer called the next day and stated that she inserted a new sensor and had a calibration error alert. The sensor was removed and found that the clear and copper parts on the electrode were separated from each other and it was curled. The customer stated that issues have been with sensors from the same box. Blood glucose value was 132 mg/dl. Product would be replaced and returned for analysis.